Manufacturer narrative:
Follow up #1 submitted: 10/01/2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: on examination, the keypad cover was intact without damage or peeling. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The full investigation of this issue is reported on medwatch report # 2531779-2015-30430, animas pi (B)(4). Testing of keypad button functionality was not possible due to moisture corrosion inside the pump and a blank screen when the pump powered on. Power to the pump was confirmed by audio tone and vibratory function on start up. Moisture corrosion was found on the keypad flex and connector and throughout the interior of the pump. The original allegation of a keypad button responsiveness issue was not able to be investigated because the pump was received in a condition that made investigation of the issue impossible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.